Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The device was successfully place to cover the dissection and flow was restored through the vessel. Post procedure, the patient suffered hemorrhage in the treated region that the physician felt was a reperfusion hemorrhage caused by the restortation of blood flow following the treatment of the vessel dissection. The patient was already being treated for the presenting subarachnoid hemorrhage (sah) so no further action was taken. The patient is reported to be recovering from the sah

Event description:
The device was successfully place to cover the dissection and flow was restored through the vessel. Post procedure, the patient suffered hemorrhage in the treated region that the physician felt was a reperfusion hemorrhage caused by the restoration of blood flow following the treatment of the vessel dissection. The patient was already being treated for the presenting subarachnoid hemorrhage (sah) so no further action was taken. The patient is reported to be recovering from the sah

Manufacturer narrative:
Additional information from the user facility stated that there was no allegation of any device malfunction.